Event description:
The surgeon inserted a screw into a cervical plate/collet and the screw advanced passed the collet. The cervical screw was removed and the collet was replaced with a new component. The surgeon then reinserted the screw and the surgery proceeded wthout further incident.